Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an open and oozing blister under the therapy electrodes from the lifevest. The patient has a history of skin irritations. There was no alleged device malfunction contributing to the irritation. The patient's physician prescribed an antibiotic ointment and tretinoin cream for the skin irritation. The physician also advised the patient to remove the lifevest until the irritation healed. Follow up indicated that the skin irritation improved upon following the doctor's recommendations.